Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. The hospital reported that the patient had a recurrent pump pocket infection. The patient received a pump exchange to another manufacturer's device.